Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that since cataract surgery with an intraocular lens (iol) implant procedure four months ago; he has experienced foggy, cloudy vision. He is unable to work due to the fact that he cannot see to read and his distance vision goes in and out. It seems like the iol keeps fogging up. He has had a yag capsulotomy with no noted improvement in vision. His vision is 20/20 on exam, but the focus does not stay sharp. He had a second opinion and was told there was nothing wrong with the iol. The consumer then reported that the physician who performed the second opinion told him that his symptoms are related to the iol. Additional information was provided by the consulting physician that an exam was performed for a second opinion. Slit lamp exam showed a well-positioned pciol with an open capsule and was otherwise unremarkable. The fundus exam revealed a posterior vitreous detachment and some mild, peripheral retinal pigment epithelium changes. The physician discussed with the patient, that in his opinion, the surgery was "done well" and that he has excellent distance visual acuity and an open posterior capsule, so a lens exchange would not be recommended. The physician explained all of his findings with the patient and recommended that time for adaptation of the new iol is what is needed. The patient reported that the surgeon who performed the surgery, claimed his symptoms were from "dry eyes".